Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during dwell 1. The technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set, cycled the power off and on, and system error 2367 occurred. The hp cycled the power off and on to the press go to start prompt. The tsr explained the alarms and the hp stated they had left the final line clamp open causing a system error 2240. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pd rn) the next morning. The hp would finish tonight's therapy manually. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, and all of the bags were properly connected, and there were open clamps on unused supply line. The proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.